Event description:
It was reported that pt underwent radiotherapy treatment planning using the monaco system. Customer planned pt as setup to be head first supine; however, the pt was treated feet first supine for the entire treatment. Details of the treatment are followed: two planning target volumes (ptv). Pt was simulated (B)(6) 2012 and 1st fraction was delivered (B)(6) 2012. First ptv: full 4500 cgy in 25 fractions by plan went in feet first. Second ptv: 1620 cgy of a planned 3600 cgy in 9 fractions by plan went in feet first. The result was a flipped field geometry that significantly underdosed targeted volumes and significantly overdosed non-targeted tissue. No further information was reported.

Manufacturer narrative:
The event reported is being investigated. A follow-up report will be submitted after the investigation is completed.